Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device was found to be in safety mode. Technical services reviewed safety mode parameters and recommended immediate device replacement. At this time, the pacemaker remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that the pacemaker was explanted and replaced successfully. Additionally, it was noted the device could not be interrogated. No additional adverse patient effects were reported.

Event description:
It was reported that this device was found to be in safety mode. Technical services reviewed safety mode parameters and recommended immediate device replacement. At this time, the pacemaker remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that the pacemaker was explanted and replaced successfully. Additionally, it was noted the device could not be interrogated. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device was found to be in safety mode. Technical services reviewed safety mode parameters and recommended immediate device replacement. At this time, the pacemaker remains in service. No adverse patient effects were reported.